Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis was frayed. The clevis did not exhibit any damage. Failure analysis investigation also found that the edge of the distal pulley had indentations and the surface of the distal pulley had scratches. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. Reportedly, no fragments from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.